Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances (sli) measuring greater than 200 ohms. Technical services recommended to perform an interrogation using the programmer to see if the out of range measurements can be reproduced. Technical services believes that the high out of range sli are attributed to a source of emi. At this time, this rv lead remains in service. No adverse patient effects were reported.